Event description:
A (B)(6) male patient called zoll customer support to report that his monitor displayed a service code and would not power on after changing batteries. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (service code displayed; monitor resets) has been confirmed. Upon evaluation the monitor experienced resets when a slight force is applied to component u102. The cause for the intermittent resets cannot be positively determined but is likely the result of defective u102. No adverse event resulted from the defective flash memory component. The patient received a replacement monitor.